Manufacturer narrative:
On 01/2015. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. A complaint sample was not received for evaluation. However, a detailed batch review was performed which did not reveal any discrepancies related to the reported complaint issue. A previous investigation has been opened that is applicable to this complaint and is currently in progress. Therefore, this complaint will remain open until the completion of the previous investigation. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after 24 hours in use, the tubing including the anti-kink were disconnected from the top of the urine chamber with a small movement by the nurse's hand. The device was removed and replaced with a new device. It was further reported no infection or complications occurred.